Event description:
The pt was undergoing a turp procedure when activation of the electrosurgical unit (valleylab force fx) caused spasm of the legs, resulting in potential incontinence of the pt. The problem had occurred before with another electrosurgical device, a valleylab force 2, which was evaluated by the factory for this problem and was found to meet all factory specifications. Coincidentally interference was noted on the pt monitor when the electrosurgical unit was activated in both instances. The facility has had the electrodes used for rf ablation of the prostate tissue reprocessed by a commercial reprocessing facility, and it is suspected that insulation breakdown on the reprocessed electrode allowed energy to be transferred to the pt through the metal cystoscope, causing muscle spasm during activation of the electrosurgical device. The electrode used in the case is not available. Valleylab was contacted about the problem and they recommended not using reprocessed electrodes, changing the cable connecting the electrode to the generator and placing the pt pad, which returns energy to the generator, on the pt's flank instead of the thigh to direct energy away from the nerve. The electrode used was not manufactured by valleylab. All of the MFR's recommendations have been complied with.